Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used. The lead was placed three times and on the third attempt at positioning, the lead helix stopped retracting, preventing it from being placed into another position. Afterwards, the lead helix failed to extend or retract. The lead was removed from implant and a new lead was implanted. No patient complications have been reported as a result of this event.